Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for old incision line were not provided.] On (B)(6) 2006: (B)(6) regional medical center. (B)(6), md. Operative report. Preoperative diagnosis: incisional ventral hernia incarcerated with abdominal pain. Postoperative diagnosis: incisional ventral hernia incarcerated with abdominal pain. Operation performed: repair of multiple incisional ventral hernias with gortex double-lined mesh. Partial omentectomy. Lysis of adhesions. Anesthesiologist: dr. (B)(6). Estimated blood loss: minimal. Drains: gp-10. Fluids: crystalloids. Blood products: none. Specimen: segment of incarcerated omentum. Complications: none. Findings: multiple incisional ventral hernias which were incarcerated. They just served out to the level near the pubic bone. Both on the left side and the right side with both small bowel, large bowel and omentum stuck within these multiple cavities. A segment of near necrotic omentum required removal, otherwise the rest was completely removed. Large defect requiring placement of the mesh for closure. Indications for procedure: this is a 45-year-old female who really cannot do much of anything as far as activity because of very enlarged incisional ventral hernias. These are painful with even minimal activity. We cannot reduce; she is in need to repair part of the strangulation for relief of symptoms of pain. Description of procedure: ¿after obtaining consent from the patient, we discussed risks of bleeding, infection, hematoma, seroma, bowel entry, bowel injury, stomach injury, return of hernia, and the possibility that this may not alleviate her symptoms of pain, she is brought to the operating room. Per protocol identified by the surgeon, anesthesiologist, and circulating nurse, the procedure was discussed with her again and she was allowed to ask questions, these were all answered. Next, she was placed on the operating room table, monitors placed including ECG, blood pressure, and o2 saturation. Once the pressures were stable, a general endotracheal anesthetic was given by the anesthesiologist and allowed to take full effect. Next, a foley catheter was inserted. Sterile drape and prep was done from the mid chest down to the level of the mid thighs bilaterally. 0.25% marcaine solution mixed with 1% lidocaine solution was injected from the edge of the fibroid process down to the pubis over her old incision line. We had to open essentially from the level of the sternum down to almost the pubis simply to get control and reduction of the multiple hernias. This did require quite a bit of adhesiolysis. A lot of the small intestine and right transverse colon were all stuck in multiple pockets of hernias. These were all reduced. Because of the tension involved, this obviously could not be closed with a direct closure. A large goretex strap about 20 x 34 trimmed and tacked down with 0 ethibond interrupted figure-of-eight fashion all the way around and tying to themselves. Irrigation was done with antibiotic containing solution and instrument, needle, and lap count were all correct. A #1 loop pds was then used to roll all the way around the repair and tying itself as well. Irrigation was done with antibiotic containing solution. On the right hand side, she had some very, very thinned out skin from the hernia being closely to the level and rather than remove the hernia sac which would have button-holed several spots of the skin, we simply placed a couple of 3-0 vicryl sutures to close the dead space. A blake drain was placed through a separate stab wound and secured here as well with a prolene suture. Closure of the incision was then done with 2-0 monocryl in a running fashion followed by skin clips to close and erect the skin edges. Two large abdominal biters then placed in conjunction to go all the way around her and to hold the junction in place. Instrument, needle, and lap count were all correct. She tolerated the procedure extremely well. She had reversal of his anesthetic by the anesthesiologist, extubated in the operating room, and taken to the recovery room. Disposition: because of her diabetes and other medical issues, she will be kept until she is able to tolerate diet and antibiotic analgesics by mouth. We will anticipate a stay of at least a few days. This had been discussed with her previously and she understood and agreed to proceed. We will consult dr. (B)(6) while she is here for medical issues.¿ on (B)(6) 2006: (B)(6) regional medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 04105865. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/04105865) was implanted during the procedure. ??/??/??: [missing records: records for ¿infection of her mesh requiring removal¿; ¿last attempt at hernia repair was one year ago and since that time she has had an open wound that has been left to granulate in and heal by secondary intention¿ were not provided.] On (B)(6) 2008: (B)(6) regional medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral hernia. Spontaneous small bowel perforation secondary to above. Postoperative diagnosis: recurrent incarcerated ventral hernia. Spontaneous small bowel perforation secondary to above. Procedure: small bowel resection with primary anastomosis. Extensive lysis of adhesions. Partial omentectomy. Appendectomy. Layered closure of abdominal wound skin. Assistant: (B)(6), csa. Anesthesiologist: (B)(6), md. Anesthesia: general endotracheal. Estimated blood loss: 100 cc. Specimen: segment of small bowel, appendix and omentum sent to pathology. Complications: none. Indication: done harrington is a 47 year-old woman admitted to the hospital for abdominal pains. The patient is well known to dr. (B)(6)who has previously attempted repair of ventral hernias. The patient had infection of her mesh requiring removal. She states her last attempt at hernia repair was one year ago and since that time she has had an open wound that has been left to granulate in and heal by secondary intention. The patient has been seen in consultation by dr. (B)(6) on this admission with local wound care recommended. The patient was signed out to me for the weekend by dr. (B)(6). I was contacted in the middle of the night/early morning (B)(6) 2008 (patient had never been seen by me previous to this) for spontaneous large amount of bilious drainage from her open wound. The patient was evaluated by me in the early morning of [page 2 of 3 missing]. [Page 3 of 3 cut off at beginning] only option for closure (options that were discussed with plastic surgeon dr. (B)(6), over the telephone) was closure of the skin. This proved to be done in the least amount of tension, closing the skin transversely as patient has a large lower abdominal pannus. The subcutaneous tissue was freed using bovie circumferentially to allow this pannus to provide up more cephalad. The skin was closed in transverse fashion in several layers using interrupted vertical mattress 2-0 nylon sutures. Several interrupted 2-0 nylon sutures were also placed. Skin staples were used to complete the skin closure. The skin edges had been freshened up using a knife, as there was chronic scar tissue and granulation tissue at the edges. Antibiotic ointment and a gauze dressing were applied over the top. Ms. (B)(6) tolerated the procedure well with no complications. She will be admitted to intensive care unit. The plan is for bowel rest for approximately one week to minimize any tension on the skin, as this is the only thing keeping her from eviscerating. Unfortunately, the patient will be left with a chronic hernia that in my opinion is not amendable to any type of mesh repair, given its extensive size with loss of abdominal domain. All the hernia sacs were opened widely to prevent potential incarceration and strangulation.¿ on (B)(6) 2008: [missing records: operative report page 2 of 3; a pathology record detailing analysis of the specimens removed during the 02/17/08 procedure were not provided.] Records span (B)(6) 2006 to (B)(6) 2008 it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿cause not established." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04105865. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: adhesions; incarceration/strangulation of hernia; infection. Additional event specific information was not provided.